Manufacturer narrative:
The device was received undeployed. The device completed first prime at 19 pulses, and it was deactivated at 39 pulses. A rotational sensor malfunction was observed in the data. The device was reset and rerun, and the rerun data presented no anomalies. The cause of this malfunction could not be conclusively determined. This malfunction resulted in the needle's failure to deploy. Contamination was observed on the commutator cap. It could not be determined if this contamination resulted in the rotational sensor malfunction.

Event description:
It was reported the pink slide did not move forward and the cannula was not visible; indicating the needle mechanism did not deploy. The patient's blood glucose rose to 14 mmol/l (252 mg/dl). The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.